Manufacturer narrative:
Analysis of the ins ((B)(4)) found that the ins was functionally okay as there were insignificant anomalies.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
The manufacturer¿s representative (rep) reported the consumer reported having some recharging challenges (possibly due to patient compliance) and there was a possible issue with the implantable neurostimulator (ins). The consumer also reported having ¿spasms¿ in their right flank area but there were some mentions of psych issues with the consumer being very young and having ¿lots of mom involvement,¿ along with some talk of munchausen¿s. Impedance testing was performed along with ¿all the regular steps along with multiple follow-ups,¿ but the system ended up being replaced on (B)(6). After replacing the leads the spasms were gone and the rep. Expected there to be no issues with the new ins. Following replacement the issues were resolved and the consumer was fine and doing well with their new system. Relevant medical history includes complex regional pain syndrome type I and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.